Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received shocks from their device, however they were not seen on the interrogation report. Upon further investigation, the patient's device had a storage limitation issue, a detection issue and provided inappropriate therapy in the ventricular tachycardia (vt) zone. No intervention was completed. The device is still in use. No further patient complications have been reported as a result of this event.